Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that last tuesday they had the pump removed and a new pump put in because the old pump was not delivering the proper amount of medication. The patient stated that on wednesday, they began hurting so bad that they started retching/ vomiting. The patient stated that he continued to retch whenever the waves of pain would crest. The patient reached out to their healthcare provider office, and they told patient that the pump was not working, and it was not delivering medication. The patient was going through withdrawals.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.